Event description:
It was reported that the patient expired on (B)(6) 2022. The family brought in their equipment. Upon interrogation it showed that at 12:49:59 the patient experienced two power cable disconnect alarms and a no external power. At 12:50:03 there was another no external power and power cable disconnect. Again at 12:50:25 there were two no external power, a power cable disconnect alarm, a driveline disconnect, and a pump off which was believed to be when emergency medical services (ems) and family found the patient down at home. Ems was instructed to disconnect the power and driveline. The cause of death is unknown, no additional information was provided, and no autopsy will be performed. The death was not considered to be device related and the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device also alarmed for low flows. The cause of death was unknown no autopsy was performed. The death was not considered to be device related and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 16aug2022 at 5:16:50 through 12:50:39. Low flow events were captured throughout the log file beginning on 24aug2022 at 0:08:14 through 12:50:25. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Beginning on 24aug2022 at 12:50:03, the log file captures a pump stop power cable disconnect followed by a driveline disconnect. During the time frames of power cable disconnects and driveline disconnects, the low pump current, communication faults, and lvad off alarms were active. According to the account, the power cable disconnect and driveline disconnect were assumed to be done by emergency medical services (ems). The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2021. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them the heartmate 3 lvas patient handbook, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.